Event description:
During a ptca treatment procedure involving an unspecified coronary artery, the maverick monorail balloon failed to inflate on the initial inflation. No patient injuries were reported. No additional information is available at this time.

Event description:
It was further reported that during a ptca / stenting treatment procedure involving a 90% stenotic lesion in the middle portion of the lad coronary artery, the physician suspected a balloon rupture when blood withdrew back into the inflation device. ( the initial inflation was to 6 atm's and the second inflation was to 8 atm's.) The patient status was stable during this event. The maverick monorail balloon was removed and replaced with event. The maverick monorail balloon was removed and replaced with another catheter to successfully complete the procedure. A 7f diag introducer sheath, a hi torque standard 0014" x 190 cm device were also used in this case. Patient status is reported as 'stable' at this time.